Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The protection wire was received separated from the sheath slim. The protection guidewire was found kinked (damaged). However, the filter bag was observed to be in good condition. Additionally, residues were noted inside the sheath slit. The od dimensions were found within specification. Sheathing and unsheathing test was performed due to the device condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a filterwire removal difficulty occurred. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified right carotid artery. A 190cm filterwire ez¿ was selected and advanced. After stenting, the physician attempted to remove the filterwire; however, the physician was not able to pull the wire through the y adapter. It was observed that the y adapter "destroyed" the filterwire. The y adapter and the filterwire were removed together. The filterwire bag appeared closed and undamaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a filterwire removal difficulty occurred. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified right carotid artery. A 190cm filterwire ez was selected and advanced. After stenting, the physician attempted to remove the filterwire; however, the physician was not able to pull the wire through the y adapter. It was observed that the y adapter "destroyed" the filterwire. The y adapter and the filterwire were removed together. The filterwire bag appeared closed and undamaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.